Event description:
On (B)(4) 2014, mtf received a report which stated that on (B)(6) 2013, a patient underwent a rt. Hip arthroplasty revision and was implanted with hardware, cortical cancellous chips, and dbx putty. Pre-op antibiotics were administered. Multiple cultures were collected and were reported as negative. On (B)(6) 2013, the patient presented with scant drainage and very mild erythema at the surgical site. Joint fluid cultures were collected and reported as positive for coagulase neg staph. The patient was re-admitted ((B)(6) 2013) for an I&d; wound cultures were collected and were positive for coagulase neg staph. IV antibiotics were administered; the patient was doing well and was discharged. On (B)(6) 2013, she was re-admitted for worsening hip pain; cultures were collected and were negative. On (B)(6) 2013, an I&d, revision of total hip arthroplasty w/hardware removal and placement of prostalc spacer was performed. Pre-op antibiotics were administered. Multiple cultures from the hip were collected. The acetabular membrane culture was positive for coagulase neg staph; all other cultures were negative. Patient was treated with antibiotics and wound vac was applied. It was reported that as of (B)(6) 2013, there were no new signs of infection.